Event description:
The customer reported that during use of this suture hook to perform a bankart repair, the tip broke off in the surgical site. The surgeon retrieved the tip without injury or surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this suture hook for evaluation and confirmed the reported problem. A visual examination found the tip broken at the weld and the tube bent. The detached tip was not received with the returned device. A review of product history found similar reports for this failure mode. The information for use (IFU) warns the user of the following: avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Conmed linvatec will provide additional information to the user, and this device will continue to be monitored. The customer reported that this was the second use for this limited reuse device. The IFU defines the limited reuse life as "not exceeding five procedures per limited reuse suture hook".